Event description:
Shockwave medical received a literature report titled "long-term outcomes of intravascular lithotripsy use for in-stent restenosis and stent under expansion," published on november 14, 2025, by the department of cardiology, poznan university of medical sciences (doi: 10.33963/v.phj.109639). The publication describes a retrospective analysis of 201 patients treated with the shockwave c2/c2+ intravascular lithotripsy (ivl) system during percutaneous coronary intervention (pci) for de novo lesions, in-stent restenosis (isr), and stent under expansion. The article states that pre-dilatation with a non-compliant (nc) balloon was performed in 100% of the cases reviewed. Within the isr cohort, two periprocedural myocardial infarctions (mi) and one in-hospital death were reported among the short-term outcomes. The publication does not provide patient-level details establishing a direct causal relationship between the reported death and the myocardial infarctions. No ivl malfunction was reported in any case. The publication further notes that use of ivl in isr remains off label, with limited published data from case reports and small series highlighting its potential efficacy in treating stent under expansion or isr. This report pertains to the reported in-hospital death. Related complaint records from the same publication, MDR # 3015053858-2026-00054 and MDR # 3015053858-2026-00055, correspond to the reported mi events.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the death could not be definitively determined based on the information available. The publication further notes that use of ivl in isr remains off label. There was no ivl device malfunction reported. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.